Event description:
Found during routine testing. It was reported that the device failed a user test, illuminated the service light, and would not charge to 360 joules. There was no patient associated with the report.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported problem. Physio replaced the therapy pcb assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the replaced pcb assembly in the failure analysis center but could not reproduce the reported problem and root cause could not be determined.